Manufacturer narrative:
On 4/14/97, dsi received customer's returned quick check one test strips and evaluated them on 4/15/97. One bottle that had been opened by the customer was returned containing 9 test strips without desiccant. The results from the evaluation of the returned test strips met spec for normal control. Customer reported that desiccant was present inside the bottle of test strips on 2/24/97. Package insert clearly states that desiccant is to remain inside the bottle at all times. Removal of desiccant indicates improper use and storage of the product.

Event description:
Customer reported out of range normal control solution test reults with test strips. On 2/24/97, he opened the second bottle from a box of fifty and performed a normal control solution test. The result was 183 mg/dl versus a normal control solution range of 106-158 mg/dl. The customer called the co customer support line and, with the rep performed a normal control solution. The result was 171 mg/dl. The control solution, lot #va284, expiration 3/96, was opened today and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 84 versus a check strip range of 70-96. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.